Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the device become available.

Event description:
It was reported that the patient received shock deliveries due to oversensing of the lead approximately 75 months after the implantation.